Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported that the package seals were not secure, resulting in loose syringes within boxes and packaging material without syringes. To support the investigation, eight samples and one photograph of 3 ml luer-lok syringes were submitted for evaluation by the quality team. Four samples exhibited approximately ¼-inch open seals, while the remaining four were fully sealed. The sealed packages underwent carbon testing; although all four displayed light seals, three were deemed acceptable and one was not. Additionally, one sealed package lacked variable data on the top web, including the batch number and expiration date. Further examination revealed two packages unsealed at the peel tab, both showing an acceptable grid pattern on the web. Two additional packages had light seals, and one was missing a syringe entirely. The provided photograph depicted eight packages stacked together, with two unsealed and one missing its syringe. These conditions are nonconforming to product specifications and are associated with the packaging process. A device history record review was conducted for material number 309657, lot 4291385. The review confirmed that all visual inspections were performed according to requirements, with no quality notifications related to the reported condition. The lot was inspected and accepted under the inspection control plan, approved for shipment, and considered compliant with product specifications. As part of the investigation, technical and electrical logs and the production database were also reviewed. It was determined that a power dip occurred during the production run of the affected batch. Sampling of products manufactured prior to the power dip showed acceptable results; however, it is possible that a limited number of products with sealing issues escaped detection.

Event description:
It was reported that the bd syringe 3ml ll 200 s/c package was damaged / defective. The following information was provided by the initial reporter: material # 309657. Batch # 4291385. Verbatim: rcc received a complaint via email. We have a number of syringes that the packaging seems that the seal is not tight, and we are questioning sterility. Lot #4291385. Other packaging, the syringe is poking through and we have had loose syringes in the boxes without packaging and loose packaging without a syringe. Has this issue been reported? Would you like product sent in? If yes, please provide shipping label. Item -309657.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.